Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 14.4 mmol/l (259.2 mg/dl). It was noted that the needle did not deploy. Pod was not worn. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The device was received undeployed. The device completed the priming sequence in an expected number of pulses, but the needle failed to deployed during second prime. The data presented a flatline of timeouts along with a drive stall. The device was reset and rerun. During the rerun, the device ran into an 0x12 alarm. Corrosion was observed on the top and middle batteries. This corrosion caused an intermittent electrical discontinuity that resulted in timeouts and drive stall seen in the original data. The corrosion on the batteries ultimately resulted in the device's failure to deploy.